Event description:
It was reported that the pt was charging more frequently than expected. The pt's settings were 10.5v, 450pw, 35 hz, 24 hrs usage, with 2- and 1+ electrodes. Estimated eol at the time of this report was 5.8 day based on the discharge of the battery. The pt was charging every 2-3 days (when the neurostimulator was 25% charged) for 5-6 hours which included time to cool as the recharger antenna would get warm. The pt also experienced warmth around the implantable neurostimulator pocket during recharging.

Manufacturer narrative:
(B) (4).